Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they just got a new insulin pump and was trying to change the reservoir but they couldn't get past the load reservoir process. The customer had a high blood glucose level of 401 mg/dl and was trying to treat with the insulin pump. Through troubleshooting the customer was able to load a new reservoir without incident. The customer was on steroids and declined troubleshooting for their high blood glucose.